Event description:
Device malfunction: epd 1 - failure to deploy. Time of malfunction: during the procedure. Symptom/ae: stroke. It was reported that during a left internal carotid artery (ica) stenting procedure, an emboshield pro embolic protection device (epd) did not open, appearing to be still collapsed, and was removed from the body. Before removal, the tip of the wire was seen fluoroscopically in a small artery off of the ica. The physician stated that possibly, although not confirmed, the proximal part of the filter was initially placed in a small arterial sidebranch prohibiting deployment. A second emboshield pro filter was deployed, a non-abbott stent was implanted in the target lesion, and postdilatation was performed. Blood flow through the second filter was reduced and aspiration of thrombotic material proximal to the filter was performed. After filter recovery, a large amount of debris was observed inside the filter. Immediately post procedure, the patient experienced a stroke with hemiplegia. The physician indicated that due to the filter replacement, the patient was left unprotected, resulting in stroke. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.